Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to call tech support error displayed on screen. Open receiver case for internal visual inspection and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to call tech support error displayed on screen. Open receiver case for internal visual inspection and passed. Receiver download failed due to call tech support error on screen. The allegation was confirmed. The probable cause of this issue could not be determined. No injury or medical intervention was reported.